Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. However, the rep verified ic chips seating on the technique processor and analog interface. Also, the power supply and relay pcb connections were verified. The system was tested and found to be working as intended, and put back into service.

Event description:
The customer reported the system shutdown unexpectedly. No report of pt injury.